Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-19558. During remote monitoring, undersensing was observed on the right atrial (ra) lead. Abbott technical support was contacted and recommended further evaluation and reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.